Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous drainage procedure using the navarre universal drainage catheter. During the initial use, seepage was noted at the wire interface. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydrothorax percutaneous drainage procedure using the navarre universal drain catheter. During the initial use, seepage was noted at the wire interface. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided for review. The first photo shows the partial view of a clinician holding the drainage catheter connected to an external connector. Thread was noted at catheter hub section. Fluid droplet was noted on the catheter hub section. However, the catheter hub surface was unclear due to poor quality of the photo. The second photo shows the partial view of a clinician holding the drainage catheter connected to an external connector. Thread was noted at catheter hub section. Fluid droplet was noted on the catheter hub section; however, it is unsure whether the leak caused by the catheter from the provided photo. The third photo shows the partial view of a clinician holding the drainage catheter connected to an external connector. Thread was noted at catheter hub section. The catheter hub surface was unclear due to poor quality of the photo. The investigation is inconclusive for the reported fluid leak issue as the provided photo was not sufficient to confirm the reported issue for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.